Event description:
During an arthroscopic revision repair of pt's anterior and posterior labrum, 1.5 cm of the metal tip of a 45 degrees spectrum suture passer broke off inside the pt's joint. Attempts of retrieval were unsuccessful.